Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion characteristics were thrombus into left m1. It was noted that vessel tortuosity was normal. The device and any accessories were prepared as indicated in the IFU. The procedure was completed with combined technique aspiration plus sfr4-6-40-10. The catheter used was sofia 6f / headway 21. There was no determined cause. The resistance was in the middle of the catheter. A continuous saline flush administered and maintained as indicated in the IFU.

Event description:
It was reported that the solitaire fr stent blocked in the catheter valve. No patient complications have been reported as a result of this event. The patient¿s condition being treated and vessel tortuosity was unknown. Stroke onset to reperfusion time was unknown. Ancillary device: sheath unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.